Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that the whisper guide wire was used in an lv lead to implant a bi-ventricular device. After placement of the lv lead, the guide wire was pulled half way out into the lead. Force had to be applied to retract the device. After removal, it was noted that the tip was stretched and a portion of the tip coils had separated and remained in the proximal lumen of the lv lead. No intervention was performed. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4).